Event description:
It was reported that the procedure was performed to implant a non-abbott pacemaker in an unknown coronary artery. A 190cm hi-torque bmw guidewire (gw) was advanced into the anatomy; however, a dissection was noted in the brachial artery, and the tip of gw was noted to be separated in the flap of the dissection. The separated tip was attempted to be retrieved using a snare device but was unable to be retrieved. The separated tip was then surgically removed. There was no reported adverse patient sequela; however, a clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effect of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. A conclusive cause for the reported difficulties and patient effect cannot be determined; however, the subsequent treatments appears to be related to the operational context of the procedure. It was reported that the distal portion of the guide wire separated during the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the guide wire was surgically removed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.